Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated, that he observed a recurring 04 (occlusion) error code displayed on the screen of his infusion device. The pt's blood glucose reading was 410 mg/dl. He reported his target range to be 200 mg/dl. The pt stated, that he was "starting to feel bad" as a result of his elevated blood glucose. He later reported feeling "light headed and queasy". He stated that, the piston rod in his infusion device was "a couple of years old" and the adapter had been in use for 6 to 7 years. As the pt did not have a backup pump, he was instructed to contact his physician for assistance with his insulin therapy until the piston rod and adapter were replaced. Upon f/u, the pt reported that the 04 error code had not recurred. No product will be returned for evaluation.